Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during dressing change of the left upper limb PICC line, swelling was observed in the upper limb. No return of venous blood was obtained. During pulse flushing, extravasation of blood occurred. Immediately consulted head of the intravenous therapy team, via telephone. Following consultation, assisted intravenous therapy team member in removing one left upper limb PICC line. Instructed the patient to apply pressure to the puncture site for no less than 10 minutes and maintain the area clean and dry.